Event description:
This procedure is part of the (B)(6) study: post atherectomy a clinically relevant embolism was noted. No injury to the patient was reported. The procedure on the left sfa was successful with reduction of 90% stenosis to less than 20% residual.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.the difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the(B)(6) study events.